Manufacturer narrative:
(B)(4). Date sent: 9/6/2023. D4: batch # a9cw40 . Investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with the shaft bent. No functional testing could be performed due to the returned condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. 1 clip was found inside clip track. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/24/2023. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "were there any patient consequences? If yes, please describe." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the cholecystectomy, the clips were not closing completely on the tissue. Another device was opened to complete procedure.